Manufacturer narrative:
Evaluation codes: results: related to operational context (device prepped prior to use with no issues noted <(>&<)> negative prep performed with no issues noted.) Conclusions: operational context caused or contributed to the event. (Device prepped prior to use with no issues noted <(>&<)> negative prep performed with no issues noted.) (B)(4).

Event description:
The physician intended to use an nc sprinter balloon in a lesion located in the lad exhibiting 85% stenosis, moderate calcification and vessel tortuosity. It is reported that during post dilation, the nc sprinter device burst when inflated to 14 atms during the first inflation. The device was inspected prior to use with no issues noted. Negative prep was also performed with no issues noted. The lesion was pre-dilated with a sprinter legend balloon with 40% stenosis remaining after the dilatation. No resistance was noted while attempting to advance the device. It is unknown if the device moved or repositioned prior to the burst. The physician changed a new device to complete the surgery. No injury was reported to the patient. Evaluation summary: the device was returned to medtronic for evaluation. During the analysis the device failed negative prep. The balloon was then inflated but failed to maintain pressure as liquid was leaking from the distal portion of the balloon. There was evidence of a pinhole leak on the balloon material on the distal section of the balloon. The edges of the balloon material at the leak site were jagged and uneven.